Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that they could not get the concha neptune out of "pause mode" during use. No report of a patient injury.